Event description:
It was reported that the user disconnected from the ilet pump after a low-glucose event and subsequently experienced high blood glucose, with disconnection persisting until assistance could be arranged. Symptoms included low glucose followed by elevated glucose. Outcomes included use of oral glucose for treatment and successful troubleshooting and education, with plans for retraining to improve understanding of glucose fluctuations. Investigation included case review and user troubleshooting with education. Investigation of this case revealed that the cause of hypoglycemia and subsequent hyperglycemia was unclear, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.